Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen pixels were missing and there were lines across the screen. Customer cannot interact with the touchsreceen. There was no reported adverse impact to customer's blood glucose. Customer reverted to using another pump for insulin therapy.